Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during an open laparoscopic procedure the needle fell into cavity of patient and caused the bleeding. Used clip appliers to stop the bleeding patient status : alive- injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Device was returned with a broken needle in the right jaw of the device. Broken needle was inspected under a microscope where marks on the cones were observed and the needle was found to have been broken at the suture swage. Biological residue was lodged in left jaw of device. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of marks on the cone of the needle may occur when pressure is applied on the toggle lever of the suturing device prior to closing the handles and prematurely attempting to toggle. Replication of the reported condition may occur when biological residue builds up in the jaws of the device from prolong use or use in more than one procedure. Replication of the bent or broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. The root cause of the observed damage was misuse of the product (obstruction) which would have caused or contributed to the reported incident. However, the investigation detected a secondary condition of premature toggling that has a relationship to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: per additional information received the procedure being performed was laparoscopic sleeve gastrectomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.